Manufacturer narrative:
A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Handpiece was received at the manufacturing site. A visual assessment of the returned sample revealed a dented irrigation line and nosecone. The returned handpiece was connected to a calibrated system. The handpiece was recognized, primed and tuned, and successfully ran a five minute burn-in without issue. A flowrate test was performed on the sample for both irrigation and aspiration. Both met specifications. Testing of the returned handpiece found it to exhibit no functional problems. The customer reported event could not be replicated. Handpiece was found to exhibit no functional problems. The root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product exhibited no functional problems. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup, an ophthalmic handpiece had no irrigation and aspiration. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).